Event description:
Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834. A customer in (B)(6) notified biomerieux of obtaining a potential false negative result in association with the vidas¿ sars-cov-2 igg (9cog) 60t test kit (ref. 423834) when testing a patient sample. The impacted lot number was not provided. The patient was tested using the vidas¿ sars-cov-2 igg test kit and the roche test method. It is unknown if the roche test method used by the customer was a first or second generation assay. The vidas¿ sars-cov-2 igg test kit obtained a negative result of 0.51 u/ml and the roche test method obtained a positive result of 36.64 u/ml. The customer confirmed they tested the patient on the same day that the patient received a second dose of the pfizer sars-cov-2 vaccine. There is no indication or report from the laboratory that the potential false negative result led to any adverse event related to the patient's state of health. Biomerieux will initiate an internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a potential false negative result in association with the vidas¿ sars-cov-2 igg (9cog) 60t test kit (ref. 423834) when testing a patient sample. The impacted lot number was not provided. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834. A biom¿rieux internal investigation has been completed with the following results: the customer did not have any remaining sample to be returned for investigation. As the lot of vidas sars cov-2 igg is unknown, no information can be provided regarding quality control records. The complaints laboratory performed a control chart analysis on four (4) internal samples with a positive target. The samples were tested on all the lots of vidas sars cov-2 igg released since the launch of the test. The analysis showed that the samples comply with the expectations of vidas sars cov-2 igg assay. The complaints laboratory subscribes to an external quality control program as an usual laboratory. According to the report from the third party organization, the results found by the complaints laboratory and the vidas peer group comply with the expectation. Without any concerned sample available, it was not possible to pursue further investigation. Therefore, a root cause was not determined. It is mentioned in the package insert of vidas sars cov-2 igg ref.423834 at the section limitations of the method. Results obtained using samples from sars-cov-2 infected patients must be interpreted with caution. The individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably.